Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported: rupture of the neck of a prosthetic femoral pivot. Functional impotence and pain. Need for a revision of the prosthesis for removal of the pivot by femorotomy.